Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed openings cyst: unable to observe as it is a medical event not related to the device. Calcification: no observed. Additional observations: creases were observed. Deformation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right-side "tear/rupture per MRI". Later, healthcare professional reported "few scattered benign type calcifications are found. Lucent calcifications in the superficial periareolar tissue on the right may be dermal," and "on the right at 10:00, 6cm fn is a 4 mm oval hypoechoic nodule consistent with a stable cyst." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported, right-side "tear/rupture per MRI". Device remains implanted.

Manufacturer narrative:
Continued h.6 health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.